Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/11/2017. Device evaluation: the device has been returned and evaluated by product analysis on 04/25/2017 with the following findings: during investigation, the battery compartment was undamaged and a battery cap was not returned with the pump. A test battery cap fit securely. The pump powered up with auditory and vibratory alarms to a blank screen. The pump cover was removed to find moisture corrosion on the printed circuit board. The call service alarm issue could not be investigated.